Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was 56 mg/dl at the time of incident. The customer's blood glucose was 297 mg/dl at the time of call. Troubleshooting was performed and self test failed. The insulin pump will be returned for analysis.